Event description:
Patient had undergone bilateral mastectomies for ductal carcinoma. Textured implants were placed. Recall of these implants occurred in mid summer of 2019 and patient elected to have these removed and replaced with smooth implants.